Event description:
It was reported that the patient was admitted to the ER due to an increase in seizures, specifically "drop attacks" and then high impedance was found on the device. The physician that assessed the patient during the admission indicated the increase in seizures was due to a loss of therapy caused by the high impedance. The patient reportedly falls due to his seizures, and the physician believes the high impedance was caused by one of the patient's falls. The generator and lead were replaced. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.